Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105 which was reproduced. Further evaluation found 4 of the 6 pump side pole clamp adapter mount screws had backed out due to the absence of thread locker. One screw was found lodged between the camshaft lobe and pump finger and caused the system error 105. The screws were replaced with thread locker applied and the pump was found to be operating as expected.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed system error 105. There was no pt involvement.